Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The system history shows that the laser was verified successfully prior and after the date of treatment. Excerpt of instructions for use: "intended use: the refractive laser wavelight® ex500 is a stationary scanning-spot excimer laser system used in refractive surgery for the treatment of myopia, myopic astigmatism, hyperopia, hyperopic astigmatism, mixed astigmatism, phototherapeutic keratectomy (ptk) and customized refractive surgery based on wavelight (B)(4) diagnostic devices as described in chapter 2.1 ¿indications for use¿ on page 16. The wavelight® ex500 laser system is not intended to perform treatments other than those indicated in the indications for use statement." The review of the patient file showed, that the user selected an optical zone of 5mm for the epithelium removing treatment in the left eye. However, the following myopic treatment was within an optical zone of 6.5mm. The preparing of the surface should not have a smaller optical zone than the treatment zone. The performed treatment was determined to be off-label use of the laser, and the most likely root cause for the overcorrection is an inappropriate selection of optical zone for preparing the eye surface. (B)(4).

Event description:
A surgeon reported that following bilateral trans-epithelial photo refractive keratectomy (prk), the patient ended up with three (3) diopters of hyperopia in the left eye. Per the surgeon, the epithelium was directly removed with the excimer laser , at a depth of 60 microns ablation, with an optical zone of 5 millimeters. The patient required additional refractive surgery to correct the hyperopia. The event resolved with the treatment. No further information is expected.

Manufacturer narrative:
(B)(4).